Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was suspected to be infected. Surgical intervention was undertaken on (B)(6) 2016 to clean the pocket and re-implant the ipg in a mesh antibiotic sleeve. Cultures were also taken during the procedure. The patient will continue to be monitored.